Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: delivery system cut at the balloon shaft to remove from sheath. Radial balloon burst observed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description and patient information, there was calcium on lvot as well as leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of event (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured during valve deployment. The balloon was partially inflated. Post dilation was performed to assure full expansion of the valve. The tear was observed to be traverse, resulting in the implant team pulling the 14 fr esheath+ and balloon out as a unit. There was no injury to the patient. Per report, significant calcium was noted in the leaflets, annulus and lvot.

Manufacturer narrative:
Investigation is still ongoing.